Manufacturer narrative:
(B)(4).

Event description:
At the time of contact, the patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/28/2017, that on (B)(6) 2017, the patient experienced a fever. The sensor was inserted into the abdomen. The patient reported that during the night, his body temperature was rising 2-4 degrees ever since he began use of the dexcom sensors. The patient went to see his doctor regarding his fever and had a sinus x-ray performed along with blood testing for lyme disease. It was indicated that results of the x-ray and blood test found nothing. Additionally, it was reported that the patient was taking ibuprofen for a blood clot on his arm. At the time of contact, it was reported that patient was still having increased body temperature at night. No additional patient or event information is available.